Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused shortness of breath, nausea, heart failure, and migraines. The patient also alleges the machine does not blow air out. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
Additional information was received on may 19, 2025, and section h11 should be reported as: the manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused shortness of breath, nausea, and migraines. The patient also alleges the machine does not blow air out. The patient did receive medical intervention in the form of hospitalization. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were zero errors found. The manufacturer service center concludes that no repairs were performed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. "The manufacturer had previously coded heart failure as a clinical condition. However, following a clinical review, it was identified as part of the patient's past medical history and was accordingly updated in section b7. .